Manufacturer narrative:
Device evaluavted by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgment occurred. The single, discreet, calcified target lesion was located in the 1st obtuse marginal (om) to the mid left anterior descending artery. As the physician advanced a taxus liberte' 2.25x8.0mm stent into the guide catheter, the stent caught on the tip of the guide and dislodged from the delivery balloon. The stent never exited the guide and was not free floating in the patient. The dislodged stent was removed from the guide and another of the same device was used to complete the procedure. No patient complications were reported and the patient status is reported as "ok".

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgment occurred. The single, discreet, calcified target lesion was located in the 1st obtuse marginal (om) to the mid left anterior descending artery. As the physician advanced a taxus liberte' 2.25x8.0mm stent into the guide catheter, the stent caught on the tip of the guide and dislodged from the delivery balloon. The stent never exited the guide and was not free floating in the patient. The dislodged stent was removed from the guide and another of the same device was used to complete the procedure. No patient complications were reported and the patient status is reported as "ok".

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte over-the-wire (otw) stent delivery system (sds) with no stent. Blood was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification and it was determined that the tip was damaged and the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a tightly folded condition with no positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).